Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was a non-specific "problem" with their implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.